Event description:
It was reported that the active blade broke off into the patient. The doctor was able to retrieve the part by using a grasper in an existing trocar port. There was no patient consequence. The customer used a second device to complete the case.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.